Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2021235. Medical device expiration date: 31-may-2027. Device manufacture date: 20-may-2022. Medical device lot #: 2140686. Medical device expiration date: 31-jan-2027. Device manufacture date: 21-jan-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte-n¿ IV catheter each from lots 2021235 and 2140686 had issues with the needle piercing through catheter upon insertion. The following information was provided by the initial reporter, translated from french: "attempt to insert a peripheral venous line (vvp) on a new 15 day old. When checking the sliding of the trocar in the plastic case of the vvp, the trocar pierces the plastic case at the end. Also, sliding/inserting the trocar into the vvp is not easy as the plastic edge of the needle tends to hit the entrance of the vvp. Clinical consequences: loss of time, stress for staff and the surrounding family, crying of the baby, risk of damaging the vein. Precautionary measures: change of catheter".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: investigation summary our quality engineer inspected the 2 photos and 2 samples submitted for evaluation. The reported issues of needle through catheter were confirmed upon inspection and testing of the samples. Analysis of the samples showed the needle pierced through the catheter near the tip area and the cannula tip point was damaged. Bd could not confirm a manufacturing related root cause since the samples were all rejected by our in-line vision systems which serve to reject faulty products form the production line. Our investigation results show that these samples would have been automatically rejected if the failure occurred during production. There is a possibility the failure could have been caused during handling or transportation without the protection of needle cover. Since the samples were returned with detached needle cover and in open packaging a use related root cause cannot be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that 1 bd insyte-n¿ IV catheter each from lots 2021235 and 2140686 had issues with the needle piercing through catheter upon insertion. The following information was provided by the initial reporter, translated from french: "attempt to insert a peripheral venous line (vvp) on a new 15 day old. When checking the sliding of the trocar in the plastic case of the vvp, the trocar pierces the plastic case at the end... Also, sliding/inserting the trocar into the vvp is not easy as the plastic edge of the needle tends to hit the entrance of the vvp. Clinical consequences: loss of time, stress for staff and the surrounding family, crying of the baby, risk of damaging the vein precautionary measures: change of catheter".